Event description:
It was reported that following generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s device showed a high impedance condition during an office visit on (B)(6) 2015. The device again showed a high impedance condition on (B)(6) 2015 and the device was subsequently disabled. No known surgical interventions have occurred to date.